Manufacturer narrative:
H3: analysis of the device did not confirm the reported event since the device functioned as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, it was found that the device generates abnormal ECG signals i.e.arrhythmia and ectopic signals on the patient monitor when they started nerve monitoring. The patient interface was swapped with a spare one, after which no irregularities were observed. There was no patient involved.